Manufacturer narrative:
Event: the report from the field indicated that during a pci with stent placement to the rca, the stent would not exit the guiding catheter. The entire system, including the guiding catheter and the ptca guide wire, was removed. There was no pt injury. The product was returned for analysis. Add'l info: due to adminstrative oversight, this file was initially determined to be a not reportable malfunction. Upon review, it is noted that the entire system was withdrawn from the patient when the product would not exit the guiding catheter and guidewire position was lost. To reflect this info, the determination has been changed to a reportable malfunction due to the fact that the potential for injury, as a result of a recurrence of the malfunction, is not remote. Please note that due to the age of this complaint, the user facility has no recollection of this event; therefore, no further information regarding the event is forthcoming. The following analysis was performed on the returned product: device and lot history record review: this is the first complaint of this type reported for this sterile lot number to date. Visual analysis: the sds unit appears to be in tact, as well as its undeployed stent. Functional analysis: a 0.014" stabilizer guidewire was frontloaded into the catheter guidewire lumen port and advanced through. No guidewire movement difficulties were encountered. The sds with the guidewire was then run through a 6f guiding catheter with a treacherous path without difficulty. Conclusion: the exact cause for the inability of the stent to exit the guiding catheter could not be determined, although the guiding catheter used during the procedure was not returned, a 6f catheter was used in an attempt to replicate the nature of the procedure. No difficulties were encountered, and returned unit is within spec. Clinical impression: a report was received that indicated that a 3.00 x 18mm cypher stent would not exit the guiding catheter. In addition, the guide wire position appears to have been lost and the entire system was removed. There was no reported patient injury. There is no other info about the procedure available. The stent and the sds were returned for evaluation. The visual, functional and dimensional analysis revealed no anomalies. The involved guiding catheter was not returned for evaluation. Based on the limited information available, it is not possible to draw a conclusion between the device and the event.

Event description:
Unable to advance stent through guiding catheter resulting in a loss of target vessel cannulization.